Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6) having a broken bottom cover and a broken battery compartment door was confirmed. The mpu was evaluated at the european distribution center (edc). Visual inspection of the unit revealed that the mpu bottom cover was damaged close to the power supply connector. The door of the battery compartment was also observed to be damaged close to the screw. The returned mpu was functionally tested and passed without any issues. The damage on the bottom cover and on the door of the battery compartment did not affect the functionality of the unit. The broken bottom cover and the broken battery compartment door were replaced during testing. Preventative maintenance and a full functional checkout were then performed and the unit passed all tests. The broken bottom cover and battery compartment door were forwarded to product performance engineering (ppe) and the damage was confirmed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number mpu-29761, was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2018. Heartmate ii instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the mobile power unit and the mobile power unit patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pending investigation completion. The investigation results will be provided in final report.

Event description:
It was reported that during visual investigation of the mobile power unit, it was found that the cover is broken near the connector of the power supply. The battery door is broken near the screw.